Manufacturer narrative:
The customer staff contacted arjo and informed about a malfunction of a citadel bed frame. Allegedly, the bed backrest was raising without any buttons being pushed. There was no indication regarding patient involvement. No injury was claimed. The bed was inspected by the arjo technician who was not able to duplicate the claimed issue. All bed functions worked correctly. No device failure that could contribute to the reported movement was found. The arjo device did not meet its specification as allegedly the bed moved without any buttons being pushed. There was no indication that the patient was on the bed when the event occurred. The complaint was assessed as reportable due to allegation of the unintended bed movement.

Event description:
The customer staff contacted arjo and informed about a malfunction of a citadel bed frame. Allegedly, the bed backrest was raising without any buttons being pushed and the e300 code was read which means that the control button was stuck in the activated position. There was no indication regarding patient involvement. No injury was claimed.